Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and that the battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow-up and no further information could be obtained.